Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased threshold and high voltage impedance values were noted. All other values were normal. No action was taken and the patient is stable condition.